Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly multiple times. There was no impact to the customer's blood glucose level. Tandem technical support reviewed pump data and observed the battery depleting outside of normal parameters. Reportedly, the pump would continue to be used for insulin therapy.